Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced bent cannula and high blood glucose on (B)(6) 2026. No further information available.